Event description:
During procedural equipment preparation the tip of the stylet on merit medical co-axial biopsy needle was found to be bent on 3/3 needles, two different lot #'s. Lip switched to bard product. No harm or delay to patient.